Event description:
Pt underwent surgery in late 2007 to include total vaginal hysterectomy, anterior avault-plus cystocele repair, posterior avaulta-plus rectocele repair, enterocele repair, vaginal vault suspension, align-to suburethral transobturator sling procedure. She required return to surgery in 2008 for release of mesh arms of anterior avaulta procedure and excision of eroded mesh. Pt is now scheduled for surgery approx nine months later, for excision of mesh erosion from posterior avaulta. Dates of use: 2007-2008. Diagnosis or reason for use: cystocele; rectocele.